Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information has been requested from the foreign sources and not yet received.

Event description:
It was reported from a foreign study that the patient died in the hospital from a "non-sudden cardiac death." The death occurred less than two months post implant. Additional information has been requested in regards to the cause of death and circumstances surrounding the death and has not been received. No complaints or allegation have been made against the device.